Event description:
Customer reported unexpected negative results on echo during validatoin. A known o positive patient with anti-e and anti-c was tested with gel and resulted as positive1+ for anti-e and anti-c. The sample then was tested on the echo, which resulted as positive for anti-e but negative for anti-c.

Manufacturer narrative:
Reactivity of the e and c antigens were confirmed on retention capture-r ready ID extend ii (crrid), lot dn033. The reagent was used by the customer at the time of the event. The customer's submitted sample was tested with crrid lot dn033 on an in-house echo. Reactivity was observed with the one e+c+ reagent red cell on the panel. No reactivity was observed with any of the 13 c+ e- reagent red cells on the panel. The sample was tested by tube hemagglutination test with retention panoscreen I, ii and iii, lot 14362 using immuadd as the potentiator. A room temperature incubation was included. Reactivity of 1+ was observed at immediate spin, 2+ at room temperature and 3+ at both the 37c and indirect antiglobulin test phases with the e+c+ reagent red cell. No reactivity was observed in all phases of testing with the c+ e- reagent red cell. The sample was tested using prewarmed cells and plasma at 37c 60' saline with retention panoscreen, lot 14362. The sample exhibited strong reactivity (3+) with e+c+ reagent red cells and no reactivity macro/micro with c+ e- reagent red cells. Test results indicate the sample's anti-e is partally igm in nature. The package insert for crrid indicates that igm antibodies fail to react in capture assays.